Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on unknown date. Customer¿s blood glucose level at the time of incident was 404 mg/dl. Customer also experienced diabetic ketoacidosis. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced nausea, vomiting, abdominal pain and difficulty in breathing. Customer did not wish to continue troubleshooting. The insulin pump will be returned for analysis.